Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. During the evening, the patient was in his pantry when he received a cgm reading of 230 mg/dl while asymptomatic. The patient checked his bg which was 130 mg/dl. The patient did not calibrate the sensor. The patient trusted the sensor reading and took unspecified insulin to treat the high glucose. A few minutes after, he felt too weak to move and passed out. Someone, possible a neighbor, found him face down in the pantry and called paramedics. When emergency medical service arrived, the bg was checked and showed 30 mg/dl while the cgm was showing 130 mg/dl. Paramedics treated the hypoglycemia with unspecified IV glucose and transported the patient to the hospital. While in transit, the patient regained consciousness. The patient received no additional medical intervention for hypoglycemia. He was observed in the hospital and released the next morning in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - impact code - f1005 overdose.